Event description:
It was reported that the pt's knee was revised due to pain.

Manufacturer narrative:
Evaluation summary: it was noted that a size e femoral component was used with a size c/d articular surface which is not a cleared product combination. The instructions for use state: "check the appropriate knee implant size matching chart for component matching instructions. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life." No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. The pt's pain may be related to the unapproved combination of product. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.